Manufacturer narrative:
Cvi received additional information from the patient's ecp, stating that the patient was diagnosed with keratitis (od) and was prescribed alrex and vigamox. Medical intervention was not needed to preclude permanent impairment of eye function and/or structure. And lastly, the patient's va and medical event is completely resolved without any permanent conditions.

Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed. The complaint is unconfirmed. The association between coopervision lenses and the incident is unconfirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative that medical personnel caused or contributed to the event and/or the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged event.

Event description:
The manufacturer (coopervision) was contacted by the patient to inform that their contact lenses were tearing and their eyes were red/ irritated. The patient contacted their ecp to schedule an appointment, but was unable to be seen, so they went to a hospital. The patient alleges that they were diagnosed with an eye infection. The patient alleges to be on antibiotics (prescribed by the hospital). Coopervision contacted the patient's ecp's office, and they advised that the patient on multiple occasions came to the office with the complaint that their lenses were torn, but would never have the torn lenses for evaluation. Noticing that the patient would rip their lens upon insertion, the ecp showed/explained the proper procedure to insert contact lenses. Coopervision has made a reasonable and good faith effort to obtain additional information from the hospital and ecp without results. This event is being reported out of an abundance of caution per the alleged eye infection diagnosis.